Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had two pacemaker mediated tachycardia (pmt) episodes. Telemetry consult indicated that the patient was exhibiting a ventricular fibrillation (vf), which was not recorded by the device. Technical services (ts) was consulted and indicated the issue appeared to be due to right ventricular undersensing caused by device programming. Ts recommended device reprograming. This ICD system remains in service. No adverse patient effects were reported.